Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of over 500 mg/dl. The customer had several bent cannulas in the past months, and she believes that her high glucose level was due to bent cannulas, which also caused pain. The customer was treating with manual injections. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and the insulin exited. A tubing clamp was not available to perform the high pressure test at time of call. No further was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.